Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 10. The tevar indication refractory was for hypertension and malperfusion and preoperative renal ischemia. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu343415) was implanted within zone 2 with coverage extending from zone 2 to 4. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 35 mm, in zone 4. Surgical bypass of the left common carotid (lcc) and left subclavian artery (lsa) with a dacron graft was performed leaving all branches patent and the lsa uncovered. The patient tolerated the procedure with no reported complications and was transferred to the intensive care unit. The maximum aortic diameter within the treated area at discharge was not available. No complications were reported and the patient was transferred to the intensive care unit. On unknown post operative day(s) pod 4 the patient was discharged to home. The patient underwent follow up visits on unknown post operative day(s) pod(s): 27, 304 on an unknown date, approximately pod 27, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 41 mm. On an unknown date, approximately pod 304, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 34 mm.